Event description:
The manufacturer received information alleging the patient passed away. There are no allegations that the device contributed to the death. The cause of death is not known. The device evaluation has not begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.